Event description:
The customer reported that the system displayed an "x-ray switch hangs" error message and would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A replacement part was ordered. No conclusion can be drawn as further repair information is unavailable at this time.